Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the funnel detached two times. No device is available for investigation.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No physical investigation or assessment has been conducted as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample returned for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the funnel detached two times. No device is available for investigation.